Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer was trying to change the battery on the pump and it kept giving her battery out limit errors. Customer is trying to change her infusion set and she keeps receiving no delivery alerts when trying to fill the tubing. After the troubleshooting was done, customer was advised that pump will need to be replaced.